Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during clinical use the cardiosave intra-aortic balloon pump (iabp) had an optical sensor module malfunction and was replaced with other equipment. Patient involved and no harm is reported.